Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim or faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On investigation, the alleged display issue was duplicated. The pump powered up to a dim display with a pinkish contrast. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment cracks were found below the grip pad at the case seal and on the side of the compartment extending from the case seal towards the grip pad.